Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. It was also reported that the customer received a lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed. It was reported transmitter ID was programmed into the pump, the transmitter led blinked on and off and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.